Manufacturer narrative:
Despite multiple attempts, no additional details about this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged two weeks post-implant. Surgical intervention was performed and the ra lead was explanted and replaced. No adverse patient effects were reported.